Manufacturer narrative:
It was reported that revision surgery was performed to exchange a poly on gii from high flex to deep dish. Medial instability and large anterior draw found under anesthetic. Increased poly thickness and congruity helped remove these clinical signs. The affected legion cr high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but are not limited to fit/sizing, alignment, surgical technique or joint laxity. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed to exchange a poly on gii from high flex to deep dish. Medial instability and large anterior draw found under anesthetic. Increased poly thickness and congruity helped remove these clinical signs.